Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735762, software version #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, after placing the biopsy needle, the site used their imri suite to confirm placement. The surgeon felt that the needle was 5 mm short of the target. The site will use the imaging to progress the needle to its target. The surgeon advanced his needle 5 mm and took a second series of tissue sample. There was no delay in the procedure.

Event description:
Additional information was provided after following-up. It was stated that radiologist and surgeon measured the distal distance of the needle tract to the target depth based on in MRI that was performed immediately after the biopsy. They then advanced the needle 5 mm based off the measurements taken. The manufacturing representative asked the surgeon to use the new MRI but the surgeon declined and would manually advance the needle with the depth stop. The sample came up 5 mm short, but it was on the intended trajectory. The distance and measurements were double checked and was shy of the target.

Manufacturer narrative:
H2) additional information: b5 updated. H3) a software investigation analysis was initiated to determine the probable cause of the issue through image and log analysis. Analysis found that there is insufficient information to determine whether a software anomaly contributed to the reported behavior. The analysis was inconclusive and probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided after following-up. It was stated that radiologist and surgeon measured the distal distance of the needle tract to the target depth based on an MRI that was performed immediately after the biopsy. They then advanced the needle 5 mm based off the measurements taken. The manufacturing representative asked the surgeon to use the new MRI but the surgeon declined and would manually advance the needle with the depth stop. The sample came up 5 mm short, but it was on the intended trajectory. The distance and measurements were double checked and was shy of the target. The surgeon suggested that the consistency of the tumor could be a factor. The surgeon did not specifically say the software depth stop was off.